Event description:
On (B)(6) 2013, (B)(6) , maquet service technician from maquet verttrieb und service, (B)(6) reported that cardiohelp-I unit (B)(4) was switched to battery, the displayed a defective battery error message. The device was being serviced at the ssu and not in use on a patient. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician in (B)(6) replaced the cardiohelp sensor panel with defective capacitor and retrofitted with new sensor panel (B)(4).